Manufacturer narrative:
Age or date of birth, weight, ethnicity information unknown not provided. (B)(6). Device evaluation: the device was not returned for evaluation as it was discarded. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing and historical records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 2 of the emeraldc30 cartridges broke. The first one, the tip broke off during implantation, lens was implanted and explanted during the same procedure, requiring the incision to be enlarged and a vitrectomy to be performed. The 2nd cartridge, during folding the cartridge broke in the middle. This event was not determined to be reportable. Patient details were not provided on the intake form due to data protection policy. It was learned that both incidents involving the cartridges were for the same patient. Eye drops and the salve were part of the normal procedure for this clinic after surgery. The patient went to the doctor the next day and the customer did not get any information that the patient had any permanent problems. The 1st event confirmed that the cartridge tip did not break off completely. A vitrectomy was done because of a capsular rupture. No other information was provided.